Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient identifier, date of birth and weight are unknown). According to the complainant, post procedure, the patient presented with "redness" on the right thigh (where the tubing was resting during the procedure). The physician described the "redness" as irritated and treated the affected area with silvadene cream. Additional follow up information from the clinician confirmed that the "redness" and irritation was caused by the tubing resting on the patient's right thigh during the procedure. The affected area is approximately 2 inches in length and narrow in width. The exact measurement of the area width is unavailable. The severity of the affected area has not been provided. The patient was not hospitalized due to this event. There were no further complications reported with this event. The condition of the patient is reported to be "good." An additional attempt has been made to obtain patient follow up details with no response from the clinician.